Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the pump was delivering compounded baclofen, "hm" (hydromorphone) and clonidine. The patient had an "aloc" (altered level of consciousness). A pocket fill had occurred. The patient had no sequela. There was noted to be no pump malfunction.

Event description:
It was reported on the date of this report that they suspected over the weekend that the patient had experienced a pump pocket fill. The patient was admitted to the hospital and when the pump reservoir was accessed it was ¿nearly empty¿ and fluid was coming out around the pocket. The fluid was being analyzed to determine if it was the drug. Reporter did not know what drugs were in the pump but thought one may be baclofen as the hcp made a reference to baclofen withdrawal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8731, lot# serial# unknown, product type: catheter. Product ID 8709, lot# serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was stated that patient ¿almost died" from the reported pocket fill and was in the hospital for 3 weeks. Per reporter the healthcare provider (hcp) blamed the pump for the issue and put saline in her pump while she was in the hospital for 24 hours; hcp then withdrew the saline and there were no volume discrepancies so he put drug back in the pump "the correct way". Patient had lost faith in her hcp and did not wish to follow with him and was considering hcp options.